Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-00350. Approximate age of device ¿ 2 years and 5 months. The event occurred at (B)(6) university. Device evaluation the pump was returned with the percutaneous lead (lead) cut approximately 1 inch from the pump housing; the separated portion was also returned for evaluation. No damage to the outer jacket of the lead was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the bionate layer. Minor distortion to the bionate layer was identified at approximately 4.5 inches from the pump housing. Breakdown of the metal shielding was identified approximately 3 inches from the metal connector, and approximately 4.5 inches from the pump housing. When the lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation, the test revealed current leakage in the insulation of the yellow wire that could potentially result in an electrical short. Visual inspection identified a breach in the insulation at approximately 4.5 inches from the pump housing on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. Although there were no reported events of pump stoppage or decrease speed, if the damage was present during pump operation, a short to shield while the lvad was on power module support could potentially occur. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombus. Evaluation of the returned device found a compromise in one of the wires of the driveline. There had been no reports of any indicators that would result in suspicion of a driveline compromise.